Manufacturer narrative:
H.6. Investigation summary: one photo of a loose 3ml syringe was received and evaluated. It was observed the scale was twisted around the barrel and had double print. The skewed scale defect was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Conclusion: potential root cause for the skewed scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch: 9005585 is considered in compliance with our product specification requirements. H3 other text : see section h.10.

Event description:
It has been reported that one syringe 3ml ll w/ndl sftygld 23x1 rb has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: ink distortion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: hypodermic single lumen needle. Medical device type: fmi. PMA/510(k)#: k980987(syringe) / k951254 (needle). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 3ml ll w/ndl sftygld 23x1 rb has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: ink distortion.